Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance with the needle/syringe when filling a cartridge. The user removed the needle from the cartridge and insulin would not come out of the needle when the syringe was depressed. It was confirmed that there was no septum material seen in the needle. The user successfully filled a cartridge using a new needle. Reportedly, the user's blood glucose (bg) level was 298 mg/dl and the user addressed bg level with a bolus via the pump.